Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735762 (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that the site completed tracer and touch point registration. It was noted the registration metric was 2.2 millimeters and the surgeon checked anatomical landmarks and said navigation was accurate. The surgeon proceeded to remove skull flap and the tumor was superficial and visually it was 2-3 centimeters posterior to where the navigation system said the tumor was. The use of navigation was aborted. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated through log analysis. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.